Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 and 2367 which occurred on the home choice (hc). The home patient (hp) stated the transfer set came apart from his line and his wife did not connect the transfer set tight enough. Hp stated he then cycled the power off/on twice, cleared both alarms 2240 and 2367, then started over with all the same supplies. The technical service representative (tsr) explained to the patient to never restart a new therapy with old supplies. The tsr then assisted the hp with ending therapy and advised hp to call their peritoneal dialysis registered nurse (pd rn). During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, they stated the patient received retraining regarding the reported problem. They stated that the patient was examined to make sure they were okay, and they are doing fine. The pd rn stated the patient has been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The cause was undetermined. A batch review was not possible because lot numbers were unknown. Since no sample was available for evaluation and no further information about any product problem is available. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.